Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The osferion bone void filler package insert status in the following section: <warning and precaution> 1. Important basic precautions (1)portion of osferion that is dropped into for example, soft tissue or articular space should be removed as soon as possible by using tweezers, suction, or other means. <adverse events> fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A dentist carried out the socket lift procedure (maxillary sinus floor elevation) for a patient only by inserting this product(bone void filler) of about 0.5g into the alveolar bone. After the surgery, however, the patient complained of a severe pain. With a suspicion of inflammation at the surgical site, the dentist recommended the patient to visit a nearby clinic to receive intravenous fluids containing antibiotic substances for a week. The dentist referred the patient to an oral surgeon about two weeks after the surgery because the pain still remained. The oral surgeon removed this product from the maxillary sinus and then started therapeutic irrigation of the socket and the maxillary sinus. The oral surgeon informed the dentist 7.5 months after the surgery as follows: the surgical site is improving smoothly. Considering the present state, there is little possibility that serious problems would occur. The patient's progress is being monitored with regular follow-up examination. The follow-up examination would be continued for about five months. However, the patient told the dentist 8.5 months after the surgery that the patient was attending an otolaryngologist because the patient still had a pain at the surgical site. The following are the information provided by the otolaryngologist. Diagnosis: pain in the left malar region (neuropathic pain) history of the present illness: the patient underwent implantation of a bone void filler into the left upper jawbone at a dental clinic. The patient was referred to a different clinic specialized in oral surgery because the patient complained of a pain at the surgical site. CT images taken at the clinic revealed that a large amount of bone void filler remained inside the maxillary sinus. Although almost all the bone void filler was removed by the oral surgeon, the pain in the left malar region remains unchanged. Treatment: the patient is being treated with lyrica (generic: pregabalin). Comments from the dentist: considering all the factors together, the patient probably developed odontogenic maxillary sinusitis. According to the oral surgeon, however, the lesion is improving smoothly after therapeutic irrigation of the socket and the maxillary sinus. The patient has complained of a pain for a long time. It is difficult to determine whether the pain of which the patient now complains is attributable to the odontogenic maxillary sinusitis. According to the patient, the patient has regularly used loxonin (generic: loxoprofen) since before the socket lift procedure. Therefore, other diseases might have caused the current pain in the left malar region.